Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. As no deviation was reported during the test set-up which is required per labelling and the fact that the counterpart [generator] was successfully liquifying another pin in the end it could not be excluded that it is rather related to a sub-optimal intraoperative procedure. The labelling points out that ¿if the bioresorbable pin is not correctly placed to cross the osteotomy line, the liquification process will be compromised. Consequently, the fixation will be compromised.¿ finally, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "surgeon states that both 26mm sonic pins did not fully liquify when the ultrasonic energy was applied. Surgeon stated the pins liquefied distally and proximally but not at the center aspect. Surgeon stated this happened twice in a row with the 26mm pins. Surgeon removed the first 26mm pin but allowed the 2nd 26mm pin to remain in the patient after she removed some of the head. The surgeon used a 22mm pin right after and stated she had no issue with the 22mm pin fully liquefying."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded by user.

Event description:
As reported: "surgeon states that both 26mm sonic pins did not fully liquify when the ultrasonic energy was applied. Surgeon stated the pins liquefied distally and proximally but not at the center aspect. Surgeon stated this happened twice in a row with the 26mm pins. Surgeon removed the first 26mm pin but allowed the 2nd 26mm pin to remain in the patient after she removed some of the head. The surgeon used a 22mm pin right after and stated she had no issue with the 22mm pin fully liquefying."